Manufacturer narrative:
The product was not returned. Company product history records were reviewed, and the documentation indicated the product met release criteria. A qualified lens model/diopter was indicated with a non-qualified handpiece and viscoelastic. The root cause for the reported complaint is most likely related to a failure to follow the instructions for use (IFU). A non-qualified handpiece and non-qualified viscoelastic were indicated. The IFU instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, when introducing the iol into the capsular bag, the lens did not come out of the cartridge, and applying pressure to the injector plunger did not yield results procedure was completed. No patient harm has been reported. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).